Event description:
The cardiologist, who was not certified by perclose, attempted arteriotomy closure with a techstar xl 6 fr pvs device. He met with resistance to needle deployment, but continued to deploy. Fluoroscopy showed that the artery was clean, but both needles missed the barrel. Needle back down was not successful. The pt was taken for surgical device removal. Surgery was successful and the pt did fine.